Event description:
The customer stated that she was hospitalized due to intense muscle pain, upset stomach, and hyperglycemia. The customer's blood glucose reading was reportedly over 1400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer stated that the cannula of the infusion set was bent when it was removed from her body. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.